Event description:
It was reported that 3 bd microfine¿ + pen needles were clogged during use. The following information was provided by the initial reporter, translated from japanese: "this is a complaint about drug solution did not come out due to clog. According to the customer's report, clog occurred in three pen needle and drug solution did not come out. In addition to the three affected pen needle, 10 other pen needles, including unused ones, have been collected by the distributor.".

Manufacturer narrative:
The following fields have been updated due to correction. D.9. Returned to manufacturer on: corrected from 23- oct-2023 to 17nov2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd microfine¿ + pen needles were clogged during use. The following information was provided by the initial reporter, translated from japanese: "this is a complaint about drug solution did not come out due to clog. According to the customer's report, clog occurred in three pen needle and drug solution did not come out. In addition to the three affected pen needle, 10 other pen needles, including unused ones, have been collected by the distributor."